Event description:
Lead management case to extract one mdt 6949 lead due to an increase in svc impedance. The physician prepped the lead with an lld then started the extraction with a 14f glidelight and visisheath. Heavy calcification was encountered at the clavicle and the physician upsized to a 16f glidelight and visisheath; continuing the procedure. While advancing the 16f glidelight over the svc coil the patient's blood pressure dropped. A sternotomy was performed revealing that the lead had grown into the vascular wall causing damage to the wall of the vessel during extraction. Unfortunately rescue efforts were not successful and the patient did not survive the intervention.

Manufacturer narrative:
(B)(4).